Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss of therapeutic effect. The patient did not know if therapy was working properly. The trial controlled their symptoms much better. The patient had accidents and could not make it to the bathroom with the implant. The patient never received a therapy guide. Two days later, the patient went to their healthcare provider and voided eight times that night. The patient was previously only voiding twice. The patient did not feel stimulation. While on the call, the patient confirmed that stimulation was on and at the same setting as before their appointment. The patient increased stimulation to a comfortable level. The patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. Additional information was received. Patient reported that shortly after implant in (B)(6) 2015 they reported a loss of therapy. The system had been removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information. Patient weight updated